Event description:
I requested lens crafters not take any pictures of my eye. They put me in front of a machine and had me look into it, I asked what they were doing, she said measuring eyes and a very intense flash went off. It really affected me immediately. I was very alarmed and uncomfortable. Immediately after flash I experienced eye headache between eyes, glares, extreme sensitivity to light, and anxiety. I complained to assistant and doctor on site, cashiers and eye assistants when trying to purchase glasses. No one took the time out to sit me down and ask me if I needed assistance or water. They all ignored me. They never informed me or prepared me for the extreme flash a blue led light. I believe they purposely did this because I refused cameras before exam started. Affected quality of life, eyes are affected with glasses, eye sensitivity, and eye headaches affects driving and concentration.